Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) stage one implant procedure. It was determined by the physician that he wanted to move the dbs lead over 2mm for better results. During the stage two implant procedure, the physician replaced and repositioned the lead. It was noted that there was nothing wrong with the explanted lead. It could not be re-used due to not having the stylette in the middle to re-insert in the new location. The patient was doing fine postoperatively. The explanted lead will not be returned as it was retained at the medical facility.